Event description:
It was reported that a patient received v.a.c. Therapy in 2009 for a surgical incision (cesarean section). Four months later, an incision and drainage of an abscess was performed and it was reported that during surgery a piece of foreign material (6-7cm), alleged to have been a piece of v.a.c. Granufoam, was noted in the wound and removed from the rectus muscle. Kci records indicate that v.a.c. Therapy was reapplied six days later, and the patient continued to receive v.a.c. Therapy until fifteen days later.

Manufacturer narrative:
It was reported that v.a.c. Therapy was initially placed in 2009, after an incision and drainage and surgical exploration of the wound. Two days later, the patient was discharged home where she continued to receive v.a.c. Therapy until the following month. While at home, the patient's care was managed by a home healthcare agency. Although numerous requests have been made, additional information regarding this event could not be obtained from either the hospital or the home healthcare agency. Therefore, it could not be determined if the foreign material, alleged to have been v.a.c. Granufoam, was left in the wound while the patient was in the hospital or during the care, she received at home. The foreign material that was removed from the patient's wound was not returned to kci for confirmation that it was a foam used with v.a.c. Therapy. Kci is filing this report due to possible use error as it was reported that foreign material alleged to be a kci product may have been left in the patient's wound and had to be surgically removed. V.a.c. Labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."